Manufacturer narrative:
The biomedical engineer replaced the flow sensors, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.

Manufacturer narrative:
This event was initially reported incorrectly with filled out as "initial 5-day". This event is an initial 30-day report type. Should be "initial" "30-day". This event was initially reported incorrectly filled out as "initial 5-day". This event is an initial 30-day report type. Should be "initial" "30-day".